Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that many pieces of the adhesive edge of the allevyn gentle border dressings come loose in several sizes. It sticks to the sink and the floor. This happened specially to the bottom and sides of the patches. It is unknown if a patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The dressing was coming loose which will usually require a new dressing to be applied, there was no patient injury or intervention required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, while the patient was undergoing wound treatment, the adhesive edge from three types of allevyn gentle border foams (10x20 cm, 10x20 cm lite, 17.5x17.5cm) kept coming loose. The patient was getting very irritated as fragments sticked to the sink and to the floor, so the whole mess needed to be washed off every time. The problem was worse in the largest sizes, especially around the adhesive edge, with a small difference at the top of the layer where it also happened, but was slightly less than the bottom and the sides. It is unknown the amount of dressings with this problem the patient noticed. It is also unknown if any dressing with this condition was used in the wound and, if so, how the problem was addressed. Patient was not harmed.